Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24095150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd 13 mm ss vial access device flow issues- fluid blockage the following information was provided by the initial reporter: description: email received from accredo. Complaint verbatim: "pc only---------outbound. Pt reports to accredo field nurse, that the winrevair vial had too much pressure in it when trying to draw up the medication post access and it spilled out and. Unable to use it and not able to administer it. Serial number not provided. Winrevair kit replacement sent. No further details provided." Agent is unable to make outbound to customer to obtain additional pqc details and answers to questions in n-1016003 as complete contact information was not provided. Accredo was emailed to provide the phone #.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.